Event description:
The user facility reported to terumo cardiovascular systems that during set up, the endoscope displayed a blurry image. There was no patient involvement as this occurred during set up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device, however the investigation is not complete. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).